Event description:
It was reported that the patient received inappropriate therapy due to noise, lead impedance was greater than 2500 ohms, the short interval count was elevated indicating oversensing, and a possible lead fracture was discussed. Detections were turned off, and several days later the lead was capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.